Event description:
Additional information received confirmed the battery was at end of service (eos). It was considered a patient compliance issue and the health care provider (hcp) was informed. The patient was to decide if she wanted a battery replacement.

Event description:
It was reported the patient had coupling and communication issues. It had been 4 months since the device was last recharged. The patient did not need therapy for pain relief during that time and forgot to charge. The last time any stimulation was felt was 2-6 months prior. Use of antenna locate was not successful in recharging. Approximately 1 month later it was reported the device was overdischarged. A physician mode recharge (pmr) was performed. An end of service (eos) message was reported, and the battery fluctuated between 25% and 75%. Attempts to interrogate the device with a clinician programmer had shown "discharge, charge battery now." A previous overdischarge was reported in 2010. It was stated that when the patient fell asleep with the stimulation on it would cause muscle spasms and wake her up from sleep. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).